Event description:
It was reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis revealed normal battery depletion. (B)(4).